Event description:
On 02-JUL-2026, it was reported that on (b)(6) 2026, the user experienced hypoglycemia with blood glucose reported as low as 40 mg/dL after glucose had previously increased to 256 mg/dL. The user treated with Gatorade and glucose gel and was subsequently admitted to the hospital, where treatment included intravenous dextrose, intravenous fluids, and exogenous insulin. The user recovered and resumed iLet therapy; however, the discharge date was not obtained.

Manufacturer narrative:
On 02-JUL-2026, it was reported that on (b)(6) 2026, the user experienced hypoglycemia with blood glucose reported as low as 40 mg/dL after glucose had previously increased to 256 mg/dL. The user treated with Gatorade and glucose gel and was subsequently admitted to the hospital, where treatment included intravenous dextrose, intravenous fluids, and exogenous insulin. The user recovered and resumed iLet therapy; however, the discharge date was not obtained.The user experienced hypoglycemia requiring hospitalization after glucose reportedly increased from 178 mg/dL to 256 mg/dL and subsequently decreased to approximately 40 mg/dL. The user reported nausea, vomiting, and limited recollection of the event because the user was asleep or partially awake. The user alleged that approximately 13 units of correction insulin were delivered before glucose began trending downward; however, this estimate could not be independently confirmed. Engineering review of the reported event date found no malfunction alerts, motor errors, factory reset, or evidence of insulin delivery inconsistent with device-generated delivery requests. Device logs documented Glucose Falling Quickly, Urgent Low Soon, Urgent Low Glucose, and Low Glucose alerts between approximately 9:04 AM and 10:44 AM on (b)(6) 2026. These alerts were acknowledged, and the iLet adjusted insulin delivery in response to the available Dexcom G7 glucose data. The logs later documented a high-glucose period, followed by low-insulin, out-of-insulin, and infusion-set-change alerts. Total daily insulin delivery on (b)(6)2026 was approximately 147.13 units. The engineering investigation concluded that the iLet behaved as intended. The available logs did not identify a device malfunction or establish that insulin delivery was inaccurate. Although the user associated the event with correction insulin delivered in response to elevated glucose, the available information is insufficient to determine whether the dosing, other insulin exposure, food intake, illness, or another clinical factor caused the subsequent hypoglycemia. The large tubing-fill amounts recorded on (b)(6) 2026, including approximately 120.91 units and 80.71 units, occurred after the reported (b)(6) 2026 hypoglycemic event and hospital presentation. Accordingly, those later supply-change activities do not establish the cause of the event addressed in this MDR and should be evaluated separately if associated with another complaint or adverse event. Based on the available information, the iLet operated as intended, no device malfunction was identified, and the precise cause of the hypoglycemic event remains Cause Not Established. If additional information becomes available, a supplemental MDR will be submitted.